Event description:
A doctor reported that four patients experienced postoperative endophthalmitis in conjunction with use of a viscoelastic product during their cataract procedures. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).